Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to a sticky clutch plate, caused by sharp edges from all 12-hex edges of the armature plate. This might have caused difficulty for the user to pull up the lifeband completely prior to turning the device on. During visual inspection, related to the complaint, the encoder drive shaft does not rotate smoothly, and exhibited binding and resistance. No other physical damage was observed on the platform. A review of the archive file showed upon powering on, the autopulse platform displayed multiple (ua) 45 (driveshaft not at "home" position) error messages recorded around the reported event date. The encoder drive shaft was not within the normally acceptable range (at 8214 counts) when powered on (encoder lower_limit = 2735 counts, encoder upper_limit = 3409 counts). The autopulse platform failed initial functional testing due to the displayed (ua) 45 error message, thus, confirming the customer's reported complaint. The clutch plate was deburred, and the driveshaft was rotated to the home position to address the sticky shaft and clear the (ua) 45 error message. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
The customer reported a nurse on transfer of care at a hospital aggressively pulled on one side of the autopulse lifeband. The customer had to cut the band and tried to reset the driveshaft of the autopulse platform (sn (B)(4) to the home position, but now it is extremely difficult to rotate. They did not want to force it and risk further damage, so it is still not zeroed. The platform is now displaying user advisory (ua) 45 (not at "home" position after power-on/restart). No device malfunction was reported for the lifeband. No patient involvement.